Event description:
The patient reportedly experienced a loss of lock. Equipment exchange and troubleshooting of the device did not resolve the problem. Surgery to explant the patient's device is being scheduled.